Event description:
On (B)(6) 2012, the patient's mother contacted animas alleging that the patient has been "running low" since having started with the subject pump. The patient's mother reported that the patient was hospitalized on (B)(6) 2012 for a low blood glucose (bg) in the 30 mg/dl range and earlier that day (on morning of (B)(6) 2012) emergency services treated the patient with glucose for a low bg. At the time of the call, the reporter informed customer support that the patient suffers from loss of vision, cardiac bypasses and kidney failure. At the time of troubleshooting, customer support discovered that the time on the subject pump was incorrect. It was noted that the pump was set to am instead of pm and was corrected. During the call, the patient's mother removed the battery and when she reinserted she confirmed the pump maintained the correct date and time and did not revert to the default settings. It is not known if the patient's basal rates were affected as a result of the incorrect time on the pump. This complaint is being reported because the patient was treated for severe hypoglycemia by an hcp while on insulin pump therapy. It is possible that the patient's hypoglycemic events were as a result of receiving the incorrect basal dosage due to the incorrect time on the pump. Based on the information provided, there is no indication that the animas device malfunctioned. Troubleshooting confirmed that the pump retained the correct date and time when the battery was removed. Animas customer support concluded that the pump's time was set incorrectly at the time it was set up for use.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.